Event description:
It was reported that 7 weeks after implantation the nail has been broken without any trauma.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be reported on a supplemental report.

Manufacturer narrative:
Evaluation summary: the returned device matched the report, and the complaint failure mode was confirmed. The review of manufacturing documents revealed no deviation in the manufacturing process. The nail broke in fatigue manner. Material damage caused intra-operatively and possibly high load application by the patient and had contributed to the origin of the fatigue fracture. According to available information a more precise state statement was not possible from technical point of view. A medical review was not possible due to missing medical records for the nail in question. A deficiency of the nail was not verified.

Event description:
It was reported that 7 weeks after implantation the nail has been broken without any trauma.